Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the gastrointestinal videoscope had air and water flow issues from the air and water flow system. There were no reports of patient harm. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. Additional evaluation findings are as follows: due to the clogging of the nozzle, the air and water supply volume does not meet the standard value. Due to the wear of  the angle wire, the bending angle in the up direction does not meet the standard value. Due to the wear of angle wire, the play of the upward and downward knobs is out of the standard value, the bending tube is deformed, and the adhesive on the bending section cover or distal sheath had a chip and a scratch. Due to the clogging of nozzle, water removal ability does not meet the standard value, plastic distal end cover, scope cover, scope connector cover, cover unit, suction connector, connecting tube, universal cord, grip, switch box, and control unit had a scratch, connecting tube and universal cord had a wrinkle, protector of universal cord on suction connector side had a scratch, switch 4 had a wear, switch 1 and 2 had a scratch, suction cylinder is shaved, paint on suction cylinder and air and water tube cylinder was peeled, forceps elevator, lock engagement lever had a scratch, forceps elevator knob had a scratch, upward and downward angulation control knob had a scratch, right and left knob had a scratch, control unit had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.